Event description:
It was reported that the system locked up and upon reboot, would not completely boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos was replaced during the service call. The system was tested and found to be working as intended and put back into service.